Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
During an initial implant procedure, there was a loss of capture on the right ventricular (rv) lead. The rv lead was explanted, and a new rv lead was implanted to resolve the issue. The patient was stable.